Event description:
In 2007, a stent-assisted re-construction with coil embolization of the pseudoaneurysm of the right supraclinoidal segment of the internal carotid artery (ica) was emergently attempted on this patient, re-admitted two weeks status after an epidermoid cyst re-section, due to a ruptured 4-mm ruptured pseudoaneurysm in this vessel. During the attempted stent-assisted reconstruction of this vessel, this now 12-mm (growth over twelve hours) pseudoaneurysm re-ruptured with extravasation of contrast into the subarachnoid space, increased intracranial pressure, and vasospasm. An emergent coil embolization to sacrifice the right ica was performed, which appeared to be successful. A ventricular drain was then placed followed by an emergent hemi-craniectomy. The patient was placed in ICU in critical condition the next day. Life support was removed and the patient expired three days later.

Manufacturer narrative:
PMA/510(k) add'l number is h020002/s5.